Event description:
During follow-up after device implant, poor sensing values were seen on the device. The physician decided to exchange the device for a new confirm icm. The second icm also had poor sensing values, the physician alleges the poor sensing was likely due to positioning and no malfunction was suspected. The device was left implanted and the patient was in stable condition.

Manufacturer narrative:
The reported event of device sensing problem was not confirmed. The device¿s sensing was tested in the laboratory, and it was normal. The cause of the reported event could not be determined.